Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer tried to reboot, but the problem was not resolved. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3-1 failed and the drawers were missing from the virtual map. A field service engineer (fse) noticed that none of the lights on the drawer controller board were lit up and also there were no communication light emitting diode (led) on the module controller due to the failed drawer controller for 3-1. Further the fse replaced drawer controller and found all pockets to be opening and closing without issues. The system functioned as intended after the field service engineer repaired the device.